Event description:
It was reported that the balloon blade was lifted. A 6mmx 2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, when removing the angioplasty catheter, it was observed that one of the blades of the cutting balloon was loose but did not detach completely. No patient consequences were reported.